Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The initial medwatch stated the date of manufacture was unknown, the date of manufacture is nov 10, 2008. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location is unknown. (B)(6). Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device was not working. During service and evaluation, it was observed that the compact air drive device housing was damaged and some debris was noted in some ¿spares¿ and were badly rusted. It was further determined that the device failed the following pre-tests: general condition, check reverse locking mechanism, check function of soft mode switch (safety system), check triggers for forward / reverse mode and check for untrue running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.